Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 50 mg/dl, which was treated with juice and glucose tablets. Customer reported that low blood glucose was due to settings not being adjusted yet. Customer was working with healthcare professional on settings. Customer requested assistance with carelink reports. Customer also reported that transmitter was sent back with sensor and was in need of a transmitter due to low blood glucose.